Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient feels the device heating up and the area randomly feeling hot. The company representative educated the patient for signs of infection, battery data of the device and tried testing for diaphragmatic stimuli that may cause the symptom. There were no additional adverse patient effects were reported. The product remains in service.